Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implantable cardioverter defibrillator (ICD) replacement procedure, high and undefined rv coil impedance was observed when the new ICD was connected to the right ventricular (rv) lead. The rv lead was then disconnected and reconnected to the previous ICD, and high impedance was noted, which had not been previously observed. Later that day, a lead alert triggered for high rv coil and pacing impedance measurements. A device header issue, or lead issue was suspected. The patient was scheduled for a revision procedure four days later. During the revision, the rv lead was disconnected from the device, and it was noted that the df4 header connector was polluted with blood. The physician also suspected that the pin of the lead did not properly affix until the stop of the df4 header channel, and decided to change to another ICD device. It was then observed with the new device, that the same exterior position in the header was confirmed. A coil failure was then observed. It was suspected that the entire issue was related to the lead tip, and not any device header issue. A new rv lead had to be implanted on the right side of the patient due to stenosis of the left side of the subclavian vein. The two existing left side leads were capped, and replaced with a new system on the right side. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.